Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 02/26/2018. Device evaluation: the sample was returned to the manufacturer. The plunger was observed in advanced lock and position. The cartridge was correctly engaged into lower body of the pcb00 device. Neither assembly error nor defect related to manufacturing process was observed. Visual inspection was performed at 10x microscope magnification. Lack of lubricant material was observed in the device. The lens was stuck at the cartridge tip. The cartridge was crack at the tip and the lens came out through the crack. The reported issue of iol partially delivered could not be verified. The condition in which the sample was returned is consistent with a product that was handled and prepared for surgical process. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no other complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, as the lens was removed and replaced. If explanted, give date: not applicable, as the lens was removed and replaced. Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00 23.5 diopter intraocular lens (iol) was partially delivered. Reportedly, the lens was partially out of the inserter in the anterior chamber and was partially out of the incision. The lens was stuck in the cartridge. The lens was removed and replaced with a backup iol to successfully complete the procedure. There was no incision enlargement, vitrectomy, or sutures used. Also, there was no patient injury. No additional information was provided.